Manufacturer narrative:
Main investigation conclusion: the reported event of a backup battery fault alarm was able to be confirmed via review of the log files; however, the alarms were unable to be reproduced during product testing. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was submitted for review and another was submitted for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on (B)(6) 2022 at 15:56:41 ¿ (B)(6) 2022 at 12:01:07. The alarm was able to clear on its own. The driveline was disconnected on (B)(6) 2022 at 12:29:22 and the controller was shut off at 12:29:34. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The periodic log file was also submitted for review. A review of the submitted log files showed overlapping events spanning approximately 11 days ((B)(6) 2022 per timestamp). Backup battery faults coincident with load test fail were active beginning on (B)(6) 2022 at 19:25:33 and continued through the end of the log file. The unloaded and loaded voltages were not captured in the log file when the backup battery first failed the test. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The system controller was able to operate a mock loop without any alarms active and was able to function as intended. Additional information provided on 21mar2022 stated that the backup battery was reseated multiple times and the alarms did not clear. The alarms cleared following the controller exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple backup battery faults. According to the customer the faults had been intermittent. The patient had a controller exchange in the clinic on (B)(6) 2022. A review of the log file revealed backup battery faults which led to emergency backup battery load test power faults. There were no other unusual events seen within the log files. Additional information revealed that the backup battery was reseated and multiple attempts were made to clear the alarm. The alarms resolved with the controller exchange.